Event description:
The customer reported the display on their unit was broken. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the display on their unit was broken. There was no report of pt involvement. The unit was evaluated at philips and the issue was verified. The lcd display assembly was replaced to resolve the reported issue. The device passed all post-service testing and was returned to the customer.